Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used. The physician inadvertently placed the high voltage lead into the pacing port of the device header and after the high voltage lead was removed, the pacing lead did not properly fit. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.